Event description:
As reported: "a large fragment pangea peripro interprosthetic plate was used to treat a midshaft periprosthetic femur fracture. Shortly after initial surgery date (B)(6) 2025, the surgeon noticed the most proximal t20 4.0 pangea locking screw was beginning to back out of the plate. The screw sequentially backed out of the locking mechanism at each post operative visit until the screw fully backed out and slid all the way down to her distal femur". Patient had to be brought back into operating room 16 weeks post operatively to remove backed out hardware (now sitting adjacent to the distal femur).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.